Manufacturer narrative:
Patient ID: (B)(6). (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture procedure a screw broke. The screw was being drilled through the proximal femoral nailing system (tfna) when the head broke off. The shaft of the screw remains in the patient, while the head was removed. There was a five (5) minute delay in surgery. Surgery completed successfully and patient status is stable. Concomitant devices reported: power drill (part unknown, lot unknown, quantity 1) tfn nail (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).